Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break and stent inadequate apposition occured. The target lesion was located in the right coronary artery (rca). After an unknown stent was deployed in the proximal rca, it was decided to place another stent distally. A 4.00 x 28 synergy drug-eluting stent was advanced to the distal lesion. However, during inflation at 12 atmosphere, the stent delivery balloon started to deflate immediately. The stent was not fully deployed. When the stent delivery system was attempted to be removed, the shaft came out without the balloon. The physician attempted to retrieve the remaining balloon and stent for two hours, but as unsuccessful and the patient was sent to surgery for retrieval. No further patient complications were reported.